Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical service was dispatched due to unknown low blood glucose on jul 5, 2021. The customer was treated with food. Customer was found unconscious. Customer stated that there was a black message and weak battery alarmed. The insulin pump will not be returned for analysis.